Event description:
A report was received that the patient underwent a pocket revision as the ipg shifted in the pocket causing charging difficulty. The physician relocated the ipg in the same pocket. The patient was reportedly doing well following the procedure.